Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter act diff analyzer was leaking a few drops of fluid. Customer reported the leak was not contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) troubleshot the issue with the customer via the telephone. Cts instructed the customer to bleach clean the probe wipe and switch back from pre-dilute to whole blood. Customer indicated she then ran multiple startups and a sample. Customer indicated all results passed and the issue was resolved.

Manufacturer narrative:
(B)(4).